Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD) had been increasing for over a year. Sensing and thresholds were reportedly good, but the pacing impedances eventually went high out of range. Boston scientific technical services provided advice to the health care provider. The ra lead and ICD remain in service. No adverse patient effects were reported.